Event description:
Reportedly, on (B)(6) 2025, a new smart spot is unable to pair with patient ICD. Remote is on in the device. Monitor boots normally. Status light green and heart button flashes. Presses heart monitor and goes solid green. Monitor sitting 10-30 cm away from device. Heart button goes solid red indicating it cant find the device.

Manufacturer narrative:
Review of the event logs shows that the device was only able to connect to network with 3g, and could not connect with 4g. Since australia has shut down the 3g network, the monitor is unable to connect to network. This case is retained and utilized for trend purposes.